Event description:
Information was received indicating that a smiths cadd-legacy plus pump caused under infusion by having 50ml still left to be infused. The device showed accuracy test results that were between -5% and plus minus -6%. It's unknown if the patient received the remaining infusion but there was no reported injury or adverse events.